Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an health care professional (hcp) reported that this device was not able to be interrogated. Technical services requested a magnet be placed on device to obtain magnet rate; this resulted in a rate of 90 ppm. Technical services indicated that 90 ppm was not a magnet rate of boston scientific devices. Additional information was not able to be obtained. There were no adverse patient effects reported.